Manufacturer narrative:
Upon receipt, the lead under complaint was found cut at some 33 cm distal to the is-1connector pin. Two lead segments were received for analysis whereas a length of approx.2 cm lead body between these two lead segments was not returned for analysis. The analysis demonstrated a squeezed and deformed lead body at approx. 37 cm distal to the is-1 connector pin. In that section the insulation was found damaged. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - inappropriate shocks due to oversensing were reported about 36 months after the implant. No other adverse patient side effects were reported. This lead was explanted and returned for analysis.